Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's battery needs to be charged. There was no reported patient involvement.

Manufacturer narrative:
It was further clarified by philips that the customer was inquiring about how long it takes to charge a battery.